Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted two cs 064-0001 alarms. The reporter allegedly changed the infusion set and the cartridge and rebooted the pump to troubleshoot the alarm. The alarm allegedly cleared, and the reporter was advised to contact animas if the issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.